Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't getting as good of relief as they had with their trial. X-rays were taken and it was determined that the lead had migrated. No environmental/external/patient factors were known to have led to this issue. The patient was scheduled for surgery on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was fluid in the pocket site where the stimulator is placed. It was unknown if any external factors led to the issue. The physician has seen the patient a few times and drained the site. The hcp was going to call the patient on 2018-(B)(6) to let her know if they are going to do surgery. The hcp did not believe it was csf. The issue was not yet resolved. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the rep wanted to know if leakage at the pocket and incision site after a replacement was normal. The issue started after a lead revision. The leads are placed intrathecally. No further complications were reported.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the revision resolved the lead migration. The lead was explanted, will not be returned for analysis. Information confirmed by physician/ account/ no patient sympt oms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2018 explanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that it was unknown if surgery would occur but the physician performed a blood patch at this time. No further complications reported.